Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the adc freestyle libre sensor. The customer felt weak, could not speak, and experienced shaking and seizure. Glucose gel was administered as treatment by third-party and no further treatment was reported. Additionally, it was reported that a sensor reading of 17 mmol/l (306 mg/dl) was obtained as compared to reading 2.4 mmol/l (43 mg/dl) on the built-in meter, taken at an unspecified time. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.